Manufacturer narrative:
B5. Describe event or problem: updated with additional information received.

Event description:
It was reported that cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure the physician had the was in the patient appendage and before putting the pigtail in, it perforated the back of the appendage wall. The perforation did not cause any events for the patient. The closure device was deployed. The patient stayed at the hospital ten (10) days after the event because of kidney issues due to the contrast that was injected during the procedure and was discharged on (B)(6) 2026. The patient is expected to fully recover. It was further reported that the history of the patient is unclear but had kidney issues post from the contrast. The patient was admitted for longer than normal course of treatment.

Manufacturer narrative:
H6: patient code added. B5 describe event or problem: updated with additional information received.

Event description:
It was reported that cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure the physician had the was in the patient appendage and before putting the pigtail in, it perforated the back of the appendage wall. The perforation did not cause any events for the patient. The closure device was deployed. The patient stayed at the hospital ten (10) days after the event because of kidney issues due to the contrast that was injected during the procedure and was discharged on 01-feb-2026. The patient is expected to fully recover. It was further reported that the history of the patient is unclear but had kidney issues post from the contrast. The patient was admitted for longer than normal course of treatment.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman trusteer? Access system was not returned; therefore, device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050 batch # 0038003299. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include renal insufficiency/failure and perforation (hospitalization). Risk review: a risk review was completed and confirmed that the events of renal insufficiency/failure and perforation were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure the physician had the was in the patient appendage and before putting the pigtail in, it perforated the back of the appendage wall. The perforation did not cause any events for the patient. The closure device was deployed. The patient stayed at the hospital ten (10) days after the event because of kidney issues due to the contrast that was injected during the procedure and was discharged on (B)(6) 2026. The patient is expected to fully recover. It was further reported that the history of the patient is unclear but had kidney issues post from the contrast. The patient was admitted for longer than normal course of treatment.

Event description:
It was reported that cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure, the physician had the was in the patient appendage and before putting the pigtail in, it perforated the back of the appendage wall. The perforation did not cause any events for the patient. The closure device was deployed. The patient stayed at the hospital ten (10) days after the event because of kidney issues due to the contrast that was injected during the procedure and was discharged on (B)(6) 2026. The patient is expected to fully recover.